Event description:
Revision surgery - the patient fell and tore his subscapularis muscle. The surgeon swapped the humeral head for a smaller one and repaired the soft tissue.

Manufacturer narrative:
The reason for this revision surgery was identified as a torn subscapularis after 3.2 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product: ncmr #15687 involved parts that were reworked due to an inspection sample size error and ncmr #15164 involved one part that was scrapped as a result of an undersized feature. A review of the product complaint report history shows this is the second complaint for this product, one due to trauma and one for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the torn subscapularis was due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.